Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal was loaded into the loader body when the seal was loaded into the delivery system, and then the seal part came off from the loader when the loader was pulled out from the delivery system, so the use was discontinued. Central measurement anastomosis was performed using another heart string iii, and the operation was completed. There was no impact or damage to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 through jan-2022 was reviewed. There were no triggers identified for the review period.